Event description:
The customer reported that the unit was generating a "defib failure cycle power' error message where cycling power did not resolve the issue. No pt involvement was reported.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.